Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. There was no baseline pericardial effusion. A 21mm watchman ® laa closure device & delivery system (wds)was inserted into the watchman ® access system (was). The closure device was deployed too proximal, so it was fully recaptured. Another 21mm wds was selected and during insertion into the was, the was moved positions. They decided to remove the wds and re-insert the pigtail catheter to gain optimal position. This happened twice as they were attempting to advance the delivery system. Once they gained position again, the wds was advanced and they deployed the 21mm device into the laa. However, as soon as the deployment occurred, the core wire became detached from the delivery system. Release criteria were met except for not being able to perform the tug test. The closure device was successfully implanted. No further complications were reported and the patient¿s status is stable.